Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported with the wrong MFR number. The initial report should be voided as it was submitted in error. Please refer to 0001822565-2018-00694.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-00306, 0001825034-2018-00307. Concomitant medical products: liner, unknown part/lot, femoral head, unknown part/lot, screw, unknown part/lot. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's right hip was revised due to acute failure of polyethylene with metal on metal. Intraoperatively, black staining of tissues and cup deformity were identified. The surgeon was unable to completely remove one of the acetabular cup screws and reamed it flush with the patient bone. No further information has been made available at this time.